Manufacturer narrative:
The impact study revealed aortic regurgitation. H6 updated.

Manufacturer narrative:
Infection: the cause of the injury was unable to be determined due to insufficient clinical details. Aortic valve insufficiency/ regurgitation: the cause of the injury was unable to be determined due to insufficient clinical details.

Event description:
Updated clinical rationale: an impella 5.5 was surgically inserted for the 78 year old male patient admitted in with indication of a planned surgery of coronary artery bypass graft (CABG) to be performed for known coronary artery disease. All other medical history and comorbidities were not shared, beyond presenting in scai stage c shock. The support took place in (B)(6) 2025 and the patient was successfully weaned and explanted on day (B)(6). Later in (B)(6) 2026 notification came of adverse events taking place. There was aortic valve regurgitation with a possible relationship to the use of the pump. There was no intervention noted and the regurgitation was observed post explant. There also was an access site infection that was treated. The swab of the site revealed infection with coryne bacteria that prompted antibiotics to be given. There was urethral and vesicle bleeding that was surgically repaired, however no hemolysis was observed. The noted adverse events have limited information furnished, and as such will be conservatively reported. Patient-specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, renal function, and anticoagulation status are unknown.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The impact study reported a patient supported by an impella 5.5 device experienced an access site infection. The principal investigator and abiomed safety stated the relationship to be definite to the impella procedure. The impact forms stated "antibiotic treatment: during impella device explantation swab was taken. Microbiological analysis revealed infection with corynebacteria. Antibiotics were administered." The patient survived the procedure.

Manufacturer narrative:
No product was returned for investigation. The root cause of the infection was unable to be determined due to insufficient clinical details. The device passed all post sterile inspection checks.